Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product is not expected for return.

Event description:
The customer reportedly received the following results on the nano system within 10 minutes: 179 mg/dl and 26 mg/dl. No adverse event was reported. The strip lot number was not provided. The customer does not store the strips in the original strip vial. The customer combines the strips into one strip vial. The customer refused to return the test strips; therefore, no product is expected to be returned for product evaluation.